Event description:
It was reported that during a lap cholecystectomy that once fired, the surgeon realized that the clip did not properly close, and its legs appeared misaligned. This caused the breakage of the cystic duct and a subsequent leak of bile. The surgeon thus applied another clip to prevent any damage. No adverse patient consequences so far reported. Another like device was used. There was no patient consequence.

Manufacturer narrative:
Date sent: 05/06/2008. Information anticipated, but unavailable at this time.